Manufacturer narrative:
A clinician reported that a patient developed a skin reaction 2 days after a microneedling treatment was performed. The itchy blister like rash turned into fluid filled blisters on day 3 following the treatment. The patient was given oral valtrex and the blisters had begun to dry out by day 6. There was no indication that there were any issues with the microneedling pen and/or cartridge used during the treatment. The pen UDI was not provided by the clinician. The clinician also did not provide the serial number of the pen nor the lot number for the cartridge despite multiple requests from the manufacturer. Customer complaint history for the skinpen precision was reviewed, and there were no previous reports of the development of cold sores following a microneedling treatment. As per the precautions provided in the skinpen precision user manual and instructions for use, the use of the microneedling device in patients with a history of the herpes virus is unknown.

Event description:
A clinician reported that a patient experienced a skin reaction following a microneedling treatment. The patient noticed itchy, rash-like bumps on her face 2 days post-treatment. Three days post-treatment, the bumps had turned into fluid-filled blisters. The patient began oral valtrex on day 4, and by day 6 the blisters had begun to dry out.. There was no malfunction of the skinpen precision or microneedling cartridge reported. As per the precautions in the device user manual and instructions for use, the use of the skinpen in patients with a history of herpes virus has not been evaluated. The patient had a medical history of cold sores (herpes virus) and used valtrex, an anti-viral drug, for the condition.